Event description:
This lead was attempted to be implanted on (B)(6)2011. It was not used due to dissatisfaction with the product. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).